Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances, loss of capture and noise. The noise was oversensed and resulted in pacing inhibition and inappropriate shock. A revision procedure then occurred and the pace-sense portion of the lead was surgically abandoned. The lead was tested via pacing system analyzer (psa) during the revision and the observations were confirmed. A conductor break in the pace-sense portion of the lead was suspected to be the cause, but could not be visualized. The tachy portion of the lead remains in service. No additional adverse patient effects were reported.